Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis (rlt281414) was intended to be used for an endovascular aneurysm repair (evar). The device was introduced in the aorta and placed under the renal arteries. Upon initial the deployment, resistance was experienced when pulling the handle. The deployment line was not visible and the physician believed that the deployment line broke inside the catheter very shortly after the handle. The physician tried to unfold the prosthesis via the backup deployment mechanism, however, it was not possible to pull the first deployment line further. The device was removed through the sheath still undeployed and a gore® excluder® conformable aaa endoprosthesis (cxt281412e) was implanted successfully.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The following investigation is ongoing: product history review, engineering evaluation of the returned device.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis has been returned to manufacturer. Engineering evaluation of the device showed the following: -visual examination showed that the backup hatch was removed, and the first deployment line was pulled but not completely. -engineering attempted to pull the first deployment line from the back up hatch and was unable to do so. The endoprosthesis and catheter bent as the line was pulled. -engineering took a closer look at the sleeve under magnification and the first two stitches of the sleeve were unlaced. The first deployment line appeared to be laced incorrectly at the third stitch, resulting in the line becoming stuck and unable to be deployed or unlaced. The physician¿s observation that the deployment line broke and the device was unable to be deployed from the backup deployment mechanism, was confirmed. The likely cause that the first deployment line broke and the device was unable to be deployed is the deployment line was laced incorrectly in the sleeve. CAPA request was submitted to initiate review of this event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to incomplete component deployment. Corrected h6: added health effect - impact code 4642. Added medical device problem code 3270. Added component code 788. Updated investigation findings code to 706 - assembly problem identified. Code 3233 is no longer applicable. Updated investigation conclusions codes to 23, 4315, and 22. Code 11 is no longer applicable. Code 706 refer to the type of investigation code 10 (testing of the returned device). Conclusions code 23: the likely cause that the first deployment line broke and the device was unable to be deployed is the deployment line was laced incorrectly in the sleeve. Conclusions code 4315: a review of the manufacturing records indicated the lot met all pre-release specifications.